Event description:
The patient reported experiencing elevated blood glucose of 400 mg/dl and she vomited. She was advised by her physician to disconnect from the infusion device and to inject insulin. She reported having diabetic ketoacidosis and she was treated at home by the physician with an insulin IV. She was treated at home because she had an exam at school. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.